Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. The patient remains ongoing on lvad support. The tunneling bullet from the implant kit was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the implant procedure, the plastic driveline tunneling bullet broke into two pieces during the tunneling procedure. The procedure was completed without opening a second implant kit. No patient harm was reported.

Manufacturer narrative:
The evaluation of the returned tunneling bullet confirmed an issue that could have contributed to the report of the driveline bullet breaking in two during use. Examination of the returned tunneling bullet components revealed that the threads and o-ring were intact. A cut was observed on the cone-shaped component (nose cone). The internal screw shoulder bullet component was broken, and the portion which was adhered with loctite to the interior of the nose cone was still present. The screw shoulder bullet is an internal component of the tunneling bullet which connects the nose cone to the body of the tunneling bullet. If the screw shoulder bullet component broke during use, this could have resulted in the reported disconnection of the nose cone from the body of the tunneling bullet. The remainder of the internal components of the tunneling bullet were not returned.